Event description:
Ous MDR - after an implantation time of 3 months, this device was explanted due to the inability to interrogate. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - there were spots of melted titanium on the ICD housing. These spots of melted titanium indicate excessive voltage during shock delivery between the housing and the hv-1 conduction of the lead. The ICD underwent an electrical test that confirmed the clinical observation that the ICD could no longer be interrogated. The device was then opened. A damaged final shock stage in the electronic module was found. This kind of damage is consistent with the traces of excessive voltage on the ICD housing an indicates shock delivery into an external low ohm shock path. The analysis did not indicate any material or mfg error. In summary, during shock delivery, excessive voltage occurred between the hv-1 conduction of the lead and the ICD housing. This indicates a defective lead insulation. This conclusion is confirmed by the traces of excessive voltage on the ICD housing. The delivery of excessive voltage during shock delivery is consistent with a shock delivery into a low ohm shock path. This "short circuit" destroyed the final shock stage. This is not a device error. There was no indication for material or mfg error.